Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted the device was received fully fired and cycled without issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon articulated the jaw of reload and clamped the tissue of a ppendix.then tried to re-clamp the tissue again, however the device did not react. The procedure was completed with another device. The status of the patient is no problem.